Event description:
It was reported that a device intermittently powers on and off without user input. This was observed during preventive maintenance testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete a supplemental report will be submitted.